Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl which was treated. Customer's blood glucose at the time of call was 99 mg/dl. Customer declined troubleshooting for high blood glucose. Customer received assistance with pump rewind.